Manufacturer narrative:
A nonconformance has been opened to address this issue (omitted on the previous report). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the dark blue female connector was separated from the light blue main body of the twist clamp. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set; further described as ¿the navy blue tip continued to rotate and come loose¿. This was observed when disconnecting from peritoneal dialysis therapy. The patient tightened the connection before therapy and used sterile gauze to hold the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.